Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had an auto ¿fill failure. The iabp was in standby for 15 minutes. The customer switched the console without incident. The iabp was then sent to the biomedical engineer for evaluation. No adverse event reported.

Event description:
It was reported that during patient use, an autofill failure occurred on the cs300 intra-aortic balloon pump (iabp). At that time, another console had been requested, as the iabp had already been in stand-by for 15 minutes. The getinge emergency support staff had the customer check to ensure that all connections were secure and there was no indication of a leak. When the 2nd console arrived, the units were swapped without incident. The original use was sent to the biomedical engineering department awaiting evaluation. No adverse event reported.

Manufacturer narrative:
The facility¿s biomedical engineer reported that they tested the iabp and all tested passed. They were unable to find any issues with the unit. No repair was needed. No further information was reported.